Event description:
It was reported that the customer was hospitalized for low blood glucose of 22mg/dl. It was stated that it's unk if the customer was disconnected during the rewind and prime. Troubleshooting was performed. Reviewed bolus, basal and times. The bolus history matched up with daily totals. The remaining units in the status screen did not match to the remaining units in the reservoir. The customer stated that she went shopping and her blood glucose reading was 322 mg/dl. Reviewed prime history and found that her last manual prime was 25.5 units. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.